Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during an unspecified process step for automated peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with new supplies. Rts advised the patient to notify the nurse or doctor for the event. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.